Manufacturer narrative:
(B)(4). Inherent risk of procedure (stenosis), lack of information (unknown cause of stenosis).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 51 mm diameter fusiform abdominal aortic aneurysm approximately 29 months ago. It was reported that a type iia endoleak was noted and left uncorrected at the index procedure. At the one month follow up a type ib endoleak was noted and left uncorrected. The distal end on the ipsilateral side was too short in the left common iliac artery. The investigator assessed the distal type I endoleak to be unrelated to the device and related to the procedure. The type I endoleak was successfully repaired and resolved with an endurant 16x10x95 iliac extension approximately three months later and the patient recovered. Approximately three months later there was stent graft stenosis in the right iliac. No additional information was provided and no additional clinical sequelae were reported.